Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive.(shell thickness within specification) capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported moderate grade ii ptosis and capsular contracture baker grade I/ii. The device has been explanted and replaced.